Manufacturer narrative:
Add'l info has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
Doctor reported via our sales rep, that he was conducting a surgery procedure. During the procedure, the cage broke apart. Another device was used to complete the surgery.